Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the connection to the extension tubing. The following information was provided by the initial reporter, translated from japanese: "this is a report about the leakage from the connection between non-bd's extension tubing and iagbc."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00 insyte autoguard bc pro unit with no product documentation to indicate the reference or lot number. Additionally, six photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that a portion of the inside wall of the catheter adapter at the luer hub was sheared. The unit was tested for leakage and a leak was identified at the luer hub. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the connection to the extension tubing. The following information was provided by the initial reporter, translated from japanese: "this is a report about the leakage from the connection between non-bd's extension tubing and iagbc.".